Event description:
On 5/12/91 an aus device was implanted. On 11/1/94 the pump was removed from the pt. Info received on 11/19/96 indicated the ballon and cuff were removed from the pt on 8/8/96 due to erosion. Add'l info received on 1/3/97 indicates only the balloon was removed from the pt.